Event description:
It was reported following placement of this catheter, while injecting into the catheter, a blood return could be seen in the other catheter lumen. In addition, some difficulty was experienced stopping the bleeding at the insertion site. Add'l pressure was applied to the insertion site to achieve hemostasis. No further treatment was required. It was indicated this catheter is functioning and remains in place. There were no pt complications. This device remains in the pt. Therefore, no failure analysis is available.